Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date in currently unavailable. Associated medwatch: 1221934-2017-10001.

Event description:
At the moment of placement, the device is broken. No patient consequence. The procedure was completed with same like device. Additional information received via email from the affiliate on (B)(6) 2016 the anchor broke at the middle of the screw thread. Broken fragments were removed. Bone quality of the patient was normal. The procedure completed with another device (anchor 5.5). The surgeon used the original hole. The surgeon enlarged the original hole because the new anchor had a different diameter which resulted in delay of more than 30 minutes

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that only the inserter was returned. The anchor was not present on the inserter or in the package with the returned device; therefore this complaint cannot be confirmed. It was reported that the anchor broke into fragments, and all fragments were removed from the patient. Anchor breakages are typically associated with off axis insertion, levering during insertion, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this reported device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes (B)(4) complaints system revealed two other similar complaints for this lot of 300 devices released to distribution in 2016. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).